Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 20 post-operative-day of sleeve gastrectomy, patient had to be brought back in due to post operative leak. Additional operation was performed to correct the issue.